Event description:
Report received of no audible alarm tone. During testing by the user facility, the biomedical engineer reported that the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.